Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues with sensor connecting properly with the insulin pump. During troubleshooting, the customer was advised to see the insulin pump alarm history and it was noted the device had alarmed button error on (B)(6) 2015. Customer stated, he was unaware the device had alarmed and he hasn't had any issues with the device other than the sensors. Customer was advised since he was able to clear it he can continue use of the device. Customer didn't recall his blood glucose level at the time the alarm occurred. Customer was advised to monitor the device call back if the alarm reoccurred to ensure proper troubleshooting was performed on the device. Customer is not returning the device for analysis.